Event description:
It was reported during log analysis for MDR #1828100-2015-00571 that the system - 1 base may have exhibited power issues. There was no patient involvement.

Manufacturer narrative:
Per follow-up with the subsidiary site, the batteries were last replaced in january 2015. This is the main unit and not a back-up system. The system is charged often and it has been noticed in our recent visit that the batteries do not withhold the charge as shown on the central control monitor (ccm). The customer fully discharging the batteries once a year.

Manufacturer narrative:
The reported complaint was confirmed. Confirmation from the manufacturer's subsidiary noted a preventive maintenance (pm) was performed and the system 1 base met all specifications with no issues noted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00571. Software data logs were returned to the manufacturer on 06/29/2015 for further evaluation. From the system log, three issues were discovered. On 13-jun-2015, a perfusion screen was opened at 5:52:04 pm and the system was already on battery back-up with 14/16 battery capacity, and 207 minutes of battery time left. The system ran on battery until 06:02:29 pm (just over ten minutes) and battery capacity dropped to 3/16 and 24 minutes of battery time remaining. The battery capacity was dropping at a rate that should not be possible. Alternating current (a/c) power was restored and battery capacity jumped form 3/16 to 13/16 and 170 minutes of battery time remaining. This type of rapid change should not be possible and indicates a power manager issue. The battery voltage had also dropped below 24 volts in that short period of time and also appear to be questionable.